Event description:
Customer called to say 2 drive arms fell off when opening the syringe compartment door. After receiving excessive no delivery alarms customer removed pump. Had noticed that it had been taking longer to prime.